Event description:
It was reported to covidien in 2008 that a customer had an issue with a sharps container. The customer reported that the bottom of the sharps container was cracked, and a nurse was stuck with a used needle when she went to pick up the sharps container.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.